Event description:
A 68 y/o male on pirfenidone for ipf. Upon routine chart review, provider noted pt admitted (B)(6) 2025 for expedited lung transplant evaluation, developed dic from ECMO complications of limb ischemia and kidney failure, declared ineligible for transplant. Pt and family elected dnr (do not resuscitate) and comfort care. Pt expired (B)(6) 2025 on comfort measures with family at bedside.